Event description:
Allegedly the following occurred: bag tore away prior to specimen being retrieved. Used another device. No injury.

Manufacturer narrative:
Historical data reveals that this type of condition is attributed to user interference. Since the majority of findings against this instrument are not assembly or component related no report will be filed. If the investigation results prove otherwise, the complaint will be re-evaluated for reportability.